Manufacturer narrative:
(B)(4).date sent to the FDA: 1/31/2020. Additional investigation summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage , tensile strength test is applicable & measurable parameter. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and suture was used. While using, the suture snapped. It was reported that the suture was not like the regular quality. The procedure was completed successfully. There was no adverse patient consequences. No additional information will be provided.